Event description:
Caller reported a malfunction on pump, though no notable events occurred prior to malfunction. There was no reported impact to customer's blood glucose level. Cts provided pump reset information, assisted caller with reset, and advised caller to continue using pump while instructing to call back if malfunction recurs. No additional information regarding outcome was received.